Manufacturer narrative:
One sensor was inspected and performed bicarbonate buffer test. The sensor passed per spec with accurate readings. The cannula tip was found to be peeled back outside sensor canal. We were unable to confirm if the customer received in that condition because the customer returned the sensor opened and used.

Event description:
The customer reported via phone call of having issues with their sensor. The customer states receiving calibration errors and an alert stating to change the sensor. The customer's blood glucose level at the time of incident was 141mg/dl. The device is being returned for analysis and replaced.